Manufacturer narrative:
A siemens field service engineer (fse) and a technical assay specialist (tas) were dispatched to the customer site. The fse and the tas analyzed the instrument, instrument data, and patient results and did not find any instrument or maintenance related issues that could have caused the discordant results on the patient samples. The cause of the discordant hemoglobin a1c_3 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer has obtained discordant results on four patient samples for the hemoglobin a1c_3 assay on an advia chemistry 2400 instrument. The results were either compared to previous results obtained on the patient or an alternate platform. Patient results were not reported to the physician(s). Additional details regarding the patient samples is provided. There were no reports of adverse health consequences due to the discordant hemoglobin a1c_3 results.